Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsk5 toned out. Another device was used to complete the case. There was no consequence to the patient.